Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was crossing itself. It was noted that one side appeared longer than the other and not closing completely. There was no harm or consequences to the patient.

Manufacturer narrative:
The complaint device was fired until all remaining clips were spent. The device produced 3 clips of proper pinch and alignment. No defect was detected with the performance of the device. Based on this evidence the account's complaint could not be confirmed.